Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range shock impedance measurements. The patient was seen in clinic and shock impedance measurements were within an acceptable range. Measurements recently obtained via remote monitoring also revealed measurements within an acceptable range. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) was electively explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.